Event description:
The user reported that he had a hypoglycemic event while wearing the infusion device. The user reported that on the day of the event, he may have made a mistake calculating his carbohydrates and administered too much insulin. The user reported that he administered 15 units of insulin around 12:00p, which may have been too much insulin, and then between 2:00-3:00pm he ended up having low blood symptoms and convulsions. The user reported that his wife was able to treat him with 3 glucagon injections and he recovered at home. After recovery, he received a blood glucose result of 132 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.